Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation due to garment rubbing. The patient was reportedly wearing the lifevest incorrectly. There was no alleged device malfunction. The patient's physician recommended the use of a cream. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.